Event description:
The customer reported false reactive alinity s htlv I/ii results for 2 donor samples. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2022, sid (B)(4) (sample moderately hemolyzed): initial result: 4.87 s/co, repeat results: 4.38, 4.85 s/co / immunoblot result: negative (tissue was not rejected) on (B)(6) 2022, sid (B)(4) (4-year-old donor): initial result: 2.61 s/co, repeat results: 1.24, 2.29 s/co / immunoblot result: negative (tissue was not rejected) there was no adverse impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6) (4-year old donor) - each patient identifier is a separate donor patient. All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity s htlv I/ii results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Complaint activity was reviewed and determined that there is normal complaint activity for the products and reagent lot. A review of tracking and trending did not identify any related trends for the complaint issue. Device history record review on reagent lot 31402be00 did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A technical review of field data for alinity s htlv I/ii was performed. Overall reactive rates of ln 6p07-60, lot 31402be00 across core, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 31402be00 was within product requirements, within package insert specificity claims for cadaveric specimens and comparable to other lots analyzed in the comparison. Both at the peer sites and at core the performance of lot 31402be00 (htlv) is within package insert specificity claims for cadaveric specimens. Performance across all us sites: lot 31402be00: irr: 0.081, irr (without repeat reactives): (B)(4) %, rrr: (B)(4) % specificity: (B)(4)% performance across peer group (including core): lot 31402be00: irr: (B)(4)%, rrr:(B)(4) % specificity: (B)(4)% performance across peer group (excluding core): lot 31402be00: n/a performance at core: lot 31402be00: irr: (B)(4)%, rrr:(B)(4)% specificity: (B)(4)% based on the information within the complaint record, the devices met performance specifications at the customer site as all reactive rates were within product requirements respectively package insert claims for cadaveric testing. Based on the investigation alinity s htlv I/ii reagent lot 31402be00 is performing as intended, no systemic issue or product deficiency of the alinity s htlv I/ii reagent was identified.